Event description:
It was reported that there was a leak from a cassette line. The patient was connected at the time of the event. This occurred during fill one of peritoneal dialysis therapy. The patient stated that there was a hole in the tubing. The technical service representative (tsr) advised the patient to start therapy over with all new supplies. The tsr assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem is the tubing hole. Should additional relevant information become available, a supplemental report will be submitted.